Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) device was not functioning satisfactorily. A color penile doppler ultrasound was performed which revealed there was fluid flow in the dorsal artery, the penile prosthesis cylinders were within the corpora cavernosa, and the cylinders were not providing support to the glans which were unstable. The examination also revealed that the patient has lost a lot of penis size, the pump is too hard to handle, and the device cannot be inflated enough for sexual intercourse. Additionally, there was discharge observed near the pump and cylinder which was described as being normal and not serious or purulent. There were no signs of infection. A revision surgery was performed during which the ipp was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation of inflation/ deflation issue, and mechanical issue cannot be confirmed. A batch number was not provided, therefore a DHR cannot be performed). The patient symptom of fluid discharge and tissue damage are known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) device was not functioning satisfactorily. A color penile doppler ultrasound was performed which revealed there was fluid flow in the dorsal artery, the penile prosthesis cylinders were within the corpora cavernosa, and the cylinders were not providing support to the glans which were unstable. The examination also revealed that the patient has lost a lot of penis size, the pump is too hard to handle, and the device cannot be inflated enough for sexual intercourse. Additionally, there was discharge observed near the pump and cylinder which was described as being normal and not serious or purulent. There were no signs of infection. A revision surgery was performed during which the ipp was explanted and replaced. No further patient complications were reported.